Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis in (B)(6) 2015 with a high blood glucose level of 525 mg/dl. The customer was treated for their blood glucose with manual injections. The customer stated that they had no deliver alarms and changing the sets was not resolving the issue. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.